Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 900 mg/dl at the time of the event. Troubleshooting was performed. The customer uses quick-set infusion sets. The insulin pump was programmed to a basal rate of 0.0 units per hour. The customer was assisted with correcting the basal rate pattern. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.